Manufacturer narrative:
Device not returned.

Event description:
Ec balloon rupture during mvr procedure. Balloon tested prior to procedure, filled with 30cc and no aberrance, deviation or abnormally was noted. Procedure was started with the balloon inflated with 25cc and had to add 15cc. Pressure maintained between 300-315. Almost 75% of the case completed with endoclamp. The surgeon and staff heard a burst, and there was influx of blood in the field, they noted that the balloon had ruptured. The rest of the case completed with patient in v-fib. Patient is doing well.